Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Device evaluation: the sample was evaluated. Visual inspection at 10x microscope magnification was performed. Lack of lubricant material was observed in the device. The pushrod was exposed out of the cartridge. The lens was received out of the device. The lens was observed broken, and one of the haptic was detached and missing. The other haptic was in good condition. The reported issues were verified. However, the condition in which the sample was returned is consistent with a product that was handled and prepared for surgical process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting the monofocal intraocular lens (model pcb00, +22.0 diopter) doctor noticed that the trailing haptic was severed as it started to unfold. The lens was reportedly removed and replaced with another lens (unknown model and diopter) which caused iris damage to the patient. The product was returned for investigation and lens torn was observed during investigation. Meanwhile additional information was received and it was learnt that incision enlargement was performed after the removal and replacement procedure. No further information provided.